Event description:
The iab leaked and the iab was removed. On 3/31/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: none from the event-reported 11/21/97. [Pt's current status]: unk-rpt'd 11/21/97.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp.